Event description:
No event update.

Manufacturer narrative:
Updated investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: plate breakage. Devices analysis: the broken plate, 11 screws and 10 clamp screws were returned for investigation. The fracture of the plate is located through the middle bore hole of a diagonal three hole pattern. The visual examination of the fracture surfaces shows polished areas. It can be assumed that the fracture surfaces were damaged either during the removing process or afterwards. Therefore, a statement about the fracture surfaces cannot be done. Furthermore, the plate shows several scratches on the outer surface. The ncb screws show also some damages on the thread. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible the visual examination did not show any notching / fretting. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible no corrosion found during the investigation. Breakage of implant due to implant will be implanted against contraindication possible, the patient was morbidly obese and had overall poor bone quality. Breakage of implant due to wrong interpretation of in situ device position and/or dimension possible, no x-rays were available. The position cannot be checked. Breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, no x-rays were available. The position cannot be checked. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible no spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion not possible the surgical report of implantation do not describe a wrong handling. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, post op restrictions are unknown. Breakage of implant due to patient do not follow the postoperative protocol possible, it can be possible that the patient did not follow the post op protocol.. Conclusion summary: it was reported that the patient was implanted on (B)(6) 2015 with a ncb pp plate. On (B)(6)2016 patient collapsed from standing position and experienced acute pain in her left leg. Revision surgery performed on (B)(6) 2016 due to plate breakage. The broken ncb pp plate and screws were returned for evaluation. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The received surgical reports of implantation and revision were reviewed. The implantation report dated on (B)(6) 2015 do not describe any abnormality. The surgical report of the revision dated on (B)(6) 2016 describes a non-union. The plate was broken after 6 months in vivo. Furthermore, it was noted that the patient was morbidly obese and had overall poor bone quality. Finally, it cannot be said why the plate was broken after 6 months post operatively but the facts that the patient was morbidly obese and had overall poor bone quality can have an influence for the breakage as during the revision surgery non-union was detected. Unfortunately, on (B)(6) 2017 it was noticed that the patient had passed away. However, the cause or date of her death was not provided. No other information is available. No correlation between the products reported in this complaint and the patient death. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item number is available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that the patient was implanted on (B)(6) 2015 with a ncb pp plate. On (B)(6) 2015 the patient experienced persistently draining wound, left thigh, status post open reduction internal fixation of complex femur fracture. This is handled in complaint (B)(4). On (B)(6) 2016 patient collapsed from standing position and experienced acute pain in her left leg. Patient further alleges that the plate broke. Revision surgery performed on (B)(6) 2016 due to plate breakage. Plate was removed and replaced with an intramedullary retrograde femoral nail (no information received about nail, manufacturer unknown). This complaint was created for the ncb pp plate breakage. On 28.08.2017, legal department received notice that the patient had passed away. However, the cause or date of her deatwas not provided. No other information is available. No correlation between the product reported in this complaint and the patient death. Review of received data - there were 6 pictures of the plate provided. On the pictures the broken plate can be seen. The fracture is located in the middle hole of the first three hole pattern (seen from proximal). In addition, 11 screws can be seen. The screws were used to fix the plate. No abnormality detected on the screws. Review of surgical report (B)(6) 2015 diagnosis: left periprosthetic supracondylar femur fracture with midshaft extension. Procedure: the ncb pp plate was implanted in good position. Several screws were used to fix the plate. In addition, cerclage cables were used. In general good reduction of the fracture, good position of the implants. Review of surgical report (B)(6) 2016 diagnosis: left femur fracture non-union with hardware failure. Procedure: the broken plate and screw were removed. It was noted that the patient¿s bone was extremely osteoporotic and there was gross motion at part of the fracture. There was definite non-healing of the mid-portion. After the removal of the plate and screws, an intramedullary nail was implanted (unknown manufacturer). In general no intraoperative complications occurred. Finally it was noted that the patient is morbidly obese and overall poor bone quality. A legal documentation was received. In that documentation it is noticed that the patient had passed away. No other relevant information found for the investigation in the received legal documentation. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using sap rmw # 318345, rev 2: - breakage of implant due to movement between implants leads to notching / fretting => possible, as the device was not returned this point cannot be excluded. - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, as the device was not returned this point cannot be excluded. - breakage of implant due to implant will be implanted against contraindication => possible, the patient was morbidly obese and had overall poor bone quality. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no x-rays were available. The position cannot be checked. - breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, no x-rays were available. The position cannot be checked. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, it is unknown if the plate was bent. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, it is unknown if the user used spacers. - breakage of implant due to user perform improper handling of the plate during insertion not possible -> the surgical report of implantation do not describe a wrong handling. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, it is unknown if the plate was bent. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, post op restrictions are unknown. - breakage of implant due to patient do not follow the postoperative protocol => possible, it can be possible that the patient did not follow the post op protocol. Conclusion summary it was reported that the patient was implanted on (B)(6) 2015 with a ncb pp plate. On (B)(6)2016 patient collapsed from standing position and experienced acute pain in her left leg. Revision surgery performed on (B)(6) 2016 due to plate breakage. The broken ncb pp distal plate and screws were not returned for product analysis. Therefore, a material analysis of the fracture area could not be done. However, the provided pictures showed that the fracture is located in the middle hole of the first three hole pattern (seen from proximal). The received surgical reports of implantation and revision were reviewed. The implantation report dated (B)(6) 2015 do not describe any abnormality. The surgical report of the revision dated 03.02.2016 describes a non-union. The plate was broken after 6 months in vivo. Furthermore, it was noted that the patient was morbidly obese and had overall poor bone quality. Finally, it cannot be said why the plate was broken after 6 months post operatively but the facts that the patient was morbidly obese and had overall poor bone quality can have an influence for the breakage as during the revision surgery non-union was detected. Unfortunately, on (B)(6) 2017 it was noticed that the patient had passed away. However, the cause or date of her death was not provided. No other information is available. No correlation between the products reported in this complaint and the patient death. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown ncb pp trauma plate on an unknown side on (B)(6), 2015 and the patient underwent revision surgery on (B)(6), 2016 date due to plate fracture and pain.

Manufacturer narrative:
UDI#: (B)(4). Additional information has been received and this case was re-opened. The product has been returned to zimmer inc., warsaw and will be sent to zimmer winterthur gmbh for investigation. The reference and lot numbers of the product have been provided. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The investigation results will be updated after return of the product. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this case had been reported previously under 1822565-2017-01146.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown ncb pp trauma plate on an unknown side on an unknown date and the patient underwent revision surgery on an unknown date due to plate fracture and pain.